Manufacturer narrative:
Product analysis: analysis found corroded bearings and nose cone. Cannot do pre-temperature test due to handpiece will not turn. Replaced new parts. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece gets hot. There was no patient involvement.